Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had micro-dislodged. Significant increase in threshold and decrease in sensing were noted. Patient was scheduled for a lead revision.

Event description:
New information noted that the lead was explanted and replaced. Further information was requested however, was not provided.

Manufacturer narrative:
The reported events were lead dislodgement, increase capture threshold, and low p-wave amp variation. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The reported events of increase capture threshold and low p-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to overtorquing the inner coil inside the connector region. Visual and xray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received indicated that patient presented to the hospital in atrial fibrillation on the morning of the procedure. After performing a tee (transesophageal echocardiography), signs of clots in the left atrium was found. Patient could not be cardioverted. Lead reposition has been postponed.